Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors u 02 and c 01 and replaced the integrated electrosurgical unit (iesu) or erbe. The original unit was configured with the neessy setting set to ¿dual pad.¿ fse verified and applied the same configuration to the replacement unit. Fse also noted that the single foot pedal was not connected to the original generator. The customer was consulted regarding the foot pedal configuration and requested that the single foot pedal remain disconnected and stored in the drawer. No changes were made to the existing foot pedal setup. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis the iesu was returned for failure analysis, and the issue was confirmed using system logs which revealed recurring errors 2 8a, 1 8a, u 02, and c 01. During testing, the iesu unit displayed error code u 02 at startup, after which the display became partially blank, leaving only the help screen and volume buttons accessible. Iesu log showed error c 00. A visual inspection found the unit exhibited discoloration to the bezel. The complaint was confirmed based on failure analysis. The root cause could not be determined.

Event description:
It was reported that the customer experienced c-01 and u-02 errors and was unable to place ports. The customer attempted multiple power cycles and resets of the integrated electrosurgical unit (iesu) or erbe, but the issue persisted. To continue the procedure, the customer connected a covidien esu using the appropriate cable and proceeded with the case. Further evaluation of the erbe unit was required. The procedure was completed as planned with no reported injury.